Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that during a cataract surgery an ophthalmic cannula came and liquid could not pass. Surgery was completed by alternate product. There was no report of patient harm.

Manufacturer narrative:
Additional information is provided in sections d.9,h.3,h,6 and h.10. One opened cannula in a blister within a bag was received for the report of the cannula came without a lumen and no liquid passes. The cannula was visually inspected and found to be nonconforming, the cannula ID at the tip was occluded with foreign material. The sample was sent for particulate analysis, the foreign material was analyzed using fourier transform infrared (ft-ir) and comparison to the ir spectra to the library of spectra finds the best match to be protein. A review of the device history record traceable to the reported lot number, indicates that the reported product was processed and released according to the reported product¿s acceptance criteria. The photos attached to the parent complaint were reviewed by the manufacturing site. The photos are of two cannulas in blisters and a pak label, the reported product and lot information is confirmed. The reported product complaint could not be confirmed from the photos. The complaint evaluation confirms the presence of foreign material in the ID of the cannula. The particle analysis found that the foreign material occluding the cannula best match to be protein. Protein is not a material used in the manufacturing and packaging process of the cannula . How and when the cannula became occluded with protein cannot be determined from this evaluation and a root cause cannot be determined for the complaint as described by the customer. The most likely source of the foreign material is from surgical material. No specific action with regard to this complaint was taken because the root cause for the complaint issue cannot be determined from this evaluation. An acceptance quality limit (aql) sampling is performed to ensure that the product meets release acceptance criteria. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. No adverse trends have been observed associated with the reported product and event. No further actions are required. The manufacturer internal reference number is: (B)(4).